Event description:
The complainant alleged that during a biomed's routine testing of the device it would not stay at the selected energy level and "that the settings would change by itself." The complainant indicated there was no pt involvement with this reported malfunction.